Manufacturer narrative:
Animas has conducted a review of the device history record for this pump on (B)(6) 2011 and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: investigation revealed that the keypad was peeling near the contrast keypad button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Evaluation revealed that the ok keypad button is intermittently responsive. There was evidence of keypad adhesive found under all key contacts. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. There was no activity outside normal use noted in the pump history. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. There was no allegation or indication that the reported keypad issue was related to the reported bg excursion.

Event description:
On (B)(6) 2011, the lay-user/reporter contacted animas on behalf of her husband (the patient) alleging that keypad button presses did not activate desired pump functions. The reporter also indicated that the keypad was peeling. A peeling keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The reporter mentioned that the patient had a low blood glucose (bg) level of 24 mg/dl that night. He had reportedly taken unknown amount of insulin prior to the event. She reportedly gave the patient a sandwich, ice cream, and a donut. His bg was rechecked an hour later and a result of "61mg/dl" was obtained. In another event about (B)(6) earlier, the reporter mentioned that the patient had a bg in the "20's" mg/dl. She treated the patient with food, peanut butter and jelly, and called for an ambulance. When the paramedics arrived, his bg level was reportedly in the "30's" mg/dl. The paramedics gave glucose gel to the patient. The patient did not go to hospital ambulance although the paramedics stayed with him until his bg was in the "60's" mg/dl. The paramedics wanted to transport him but he refused. The reporter admitted that the patient has a history of low bg's. The patient did not know the details of events leading up to the hypoglycemic episodes. Troubleshooting of the subject device could not be completed since the keypad buttons were not responding. This complaint is being reported due to the following conclusion: the reporter claimed that the patient developed low blood glucose levels and received medical treatment that meets animas' criteria for a serious injury. However, at this time it is unclear if the device contributed to the hypoglycemic events. It is unknown as to what actions the patient took prior to the events in relation to the pump.